Event description:
This galileo failed to boot during startup, the unit is presenting a black screen with a cursor blinking, and the unit cannot find and run the operating sw. As it has the pcb 396170 which is not available we look towards exchanging the display upgrade kit 155750. Please advise if anything else (like the sw possibly) has to be exchanged together with the upgrade kit, or if the proper sw cf card is included in the upgrade kit.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment but was not used. The root cause was determined to be failure traced to white screen happened on the screen. In consequence the lcd upgrade kit pn155750 (including a compatible successor cpu module) was installed, and the machine works correctly afterwards. There was no patient or user harm.